Event description:
It was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in was cut. The following information was provided by the initial reporter: event 2: IV cat part was squished, catheter and needle missing.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in was cut. The following information was provided by the initial reporter: event 2: IV cat part was squished, catheter and needle missing. D1: medical device brand name: bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in d2: medical device manufacturer: becton dickinson infusion therapy systems inc. D4: UDI #: (01)(B)(6) d4: medical device catalog #: 383537 d4: medical device lot #: 2342272 d4: medical device expiration date: 30-nov-2025 h4: device manufacture date: 08-dec-2022 g2: manufacturing location: becton dickinson infusion therapy systems inc. G.5. PMA / 510(k)#: k183399 d10: device available for evalution?yes. D10: returned to manufacturer on: 12-jun-2023 h6: investigation summary bd received an opened 20 gauge nexiva units from lot 2342272 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the extension tubing had broken off in a straight line and the tubing was flattened at the break point. This was indicative that the tubing was probably caught in the seal during packaging. The device was also missing the needle and catheter. Therefore, based off the visual inspection the engineer was able to verify the reported defects. It was determined that these were manufacturing defects that occurred due to the packaging process.

Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecific bd IV catheter experienced tubing kinked. The following information was provided by the initial reporter: event 2: IV cat part was squished, catheter and needle missing.